Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding/ heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (partial hysterectomy/ surgeries to remove one or more of the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: on unspecified date, patient underwent a partial hysterectomy due to complications from the essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abdominal pain, vaginal pain and severe cramping added. Event pelvic pain clubbed with severe pelvic pain and heavy abnormal bleeding clubbed with abnormal bleeding. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)."), device expulsion ("migration of device/migration of essure device location of device: uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("abnormal bleeding/ heavy abnormal bleeding") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection, cervicitis, anemia, menometrorrhagia and cesarean section. Concomitant products included drospirenone + ethinylestradiol (ocella), ferrous fumarate, hydrocodone, marvelon (ortho-cept) and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2016, 11 years after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression"), anxiety ("mental anguish") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced pelvic pain ("severe pelvic pain/ pelvic pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (partial hysterectomy/ surgeries to remove one or more of the essure/bilateral salpingectomy), surgery (ablation in (B)(6) 2016/dilatation and curettage with hysteroscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, depression, anxiety, anaemia and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test performed. Previously reported as hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion in current follow up it is reported that essure confirmation test not performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion hemoglobin of 7.7. Ultrasound that suggests that one of the essure¿s is protruding through the myometrium. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received. Following events were added: blood or heart disorder/condition type: anemia, dysmenorrhea (cramping). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)."), device expulsion ("migration of device/migration of essure device location of device: uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("abnormal bleeding/ heavy abnormal bleeding") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection, cervicitis, anemia, menometrorrhagia and cesarean section. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain/ pelvic pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (partial hysterectomy/ surgeries to remove one or more of the essure), surgery (partial hysterectomy/ salpingectomy( bilateral removal of fallopian tube)) and surgery (ablation in (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Hemoglobin of 7.7. Ultrasound that suggests that one of the essure¿s is protruding through the myometrium. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received. Event added: depression and mental anguish. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/migration of essure device location of device: uterus"), uterine perforation ("perforation (uterus).") And genital haemorrhage ("abnormal bleeding/ heavy abnormal bleeding") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection, cervicitis, anemia, menometrorrhagia and cesarean section. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (partial hysterectomy/ surgeries to remove one or more of the essure) and surgery. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, abdominal pain lower, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion hemoglobin of 7.7. Ultrasound that suggests that one of the essure¿s is protruding through the myometrium. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), perforation (uterus). Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus).'), device expulsion ('migration of device/migration of essure device location of device: uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and genital haemorrhage ('abnormal bleeding/ heavy abnormal bleeding') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection, cervicitis, anemia, menometrorrhagia and cesarean section. Concomitant products included desogestrel;ethinylestradiol (ortho-cept), drospirenone + ethinylestradiol (ocella), ferrous fumarate, hydrocodone and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 11 years after insertion of essure (ess205). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression/ psych injury"), anxiety ("mental anguish") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6)2017, the patient experienced pelvic pain ("severe pelvic pain/ pelvic pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation in 06-2016/dilatation and curettage with hysteroscopy, partial hysterectomy/ salpingectomy( bilateral removal of fallopian tube) and partial hysterectomy/ surgeries to remove one or more of the essure/bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, abdominal pain lower, depression, anxiety, anaemia and dysmenorrhoea outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain and vaginal haemorrhage had resolved and the abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test performed. Previously reported as hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion in current follow up it is reported that essure confirmation test not performed. She had been treated for pain, bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Diagnostic results: hemoglobin of 7.7. Ultrasound that suggests that one of the essure¿s is protruding through the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus).'), device expulsion ('migration of device/migration of essure device location of device: uterus'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and genital haemorrhage ('abnormal bleeding/ heavy abnormal bleeding') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection, cervicitis, anemia, menometrorrhagia and cesarean section. Concomitant products included desogestrel;ethinylestradiol (ortho-cept), drospirenone + ethinylestradiol (ocella), ferrous fumarate, hydrocodone and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 11 years after insertion of essure (ess205). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("depression/ psych injury"), anxiety ("mental anguish") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced pelvic pain ("severe pelvic pain/ pelvic pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation in (B)(6) 2016/dilatation and curettage with hysteroscopy, partial hysterectomy/ salpingectomy( bilateral removal of fallopian tube) and partial hysterectomy/ surgeries to remove one or more of the essure/bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, abdominal pain lower, depression, anxiety, anaemia and dysmenorrhoea outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain and vaginal haemorrhage had resolved and the abdominal pain and vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test performed. Previously reported as hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion in current follow up it is reported that essure confirmation test not performed. She had been treated for pain, bleeding, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Diagnostic results: hemoglobin of 7.7. Ultrasound that suggests that one of the essure¿s is protruding through the myometrium. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain, bleeding changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.